Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 21 mg/dl. The customer stated that she had a hypoglycemic event from being unresponsive. The customer was treated with liquid diet and food. The customer was wearing the insulin pump during the hospitalization. The customer also reported high readings but declined to troubleshoot. The insulin pump will not be returned for analysis.